Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery, also a confirmed e70 error alarm was found in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin passed rewind basic occlusion, prime and displacement tests. The drive support was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received motor position encoder error alarm. The customer's blood glucose was 384 mg/dl at the time of incident. The customer's mother stated that the drive support cap was sticking out. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.